Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his issue. During the call, tac requested to attempt some trouble-shooting options to aid in resolving the reported problem. However, the customer stated that at the time of the call, the error code was not present. Tac advised to monitor the situation and call back while the error code is present for trouble-shooting. Customer confirmed his intentions to follow tac's advice. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he was receiving an intermittent e103 communication error on his evis exera iii xenon light source during an unspecified procedure. According to the initial reporter, the procedure was completed using the subject device after it was rebooted by the staff. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the e103 error could not be identified. However, it is likely the cause is related to a temporal defect/lamp light failure. Olympus will continue to monitor field performance for this device.